Manufacturer narrative:
The event date is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that one of the patient's leads had migrated. The patient underwent a surgical procedure in which a new lead was implanted and installed. The migrated lead was left implanted.